Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Several attempts were made, which took at least 60 minutes. The separated shaft and stent were at the tip of the guiding catheter and all were removed together from the anatomy. The patient was well throughout the procedure; however, the decision was made to perform a new intervention the next day. Intervention was performed following the same procedure as the previous day with the same difficulties experienced; however, two non-abbott stents were ultimately deployed. The result was good. No additional information was provided. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: only the stent implant for analysis. The reported dislodged stent was able to be confirmed. The reported failure to advance the device and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. Based on a visual inspection of the returned stent implant, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. It should be noted that the xience alpine everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. (B)(4). The trek balloon catheter referenced was filed under a separate medwatch report #.

Event description:
Return device analysis of the separated distal shaft of a balloon catheter revealed that the device was a trek balloon catheter.

Event description:
It was reported that the procedure was to treat mild to moderately tortuous and mildly calcified lesions in the circumflex (cx) and 2nd obtuse marginal (om2). Pre-dilatation was performed and the 2.25 x 28 mm xience alpine stent delivery system (sds) was advanced, but would not cross to the lesion. Additional pre-dilatation was performed, multiple times, and the sds was re-advanced. The sds crossed halfway through the lesion when it became stuck and would not advance further. The sds was retracted and resistance was felt. The stent dislodged from the balloon onto the guide wire, in the aorta. The sds balloon was re-advanced to try to capture the stent; however, the stent could not be retrieved. A 1.25 x 8 mm non-abbott balloon was advanced in an attempt to capture the stent implant; however, it pushed the stent into the left main. The guide wire in the cx was repositioned and advanced ahead of the stent and was able to pull the stent implant into the aorta; however, the stent would not enter the guide catheter. The same balloon catheter was re-advanced and placed inside the stent implant and inflated; however, the balloon ruptured at 4 atm. A new 1.25 x 8 mm non-abbott balloon was advanced; however, the distal shaft separated. A 2.5 x 12 mm trek was advanced past the stent, inflated and retracted in an attempt to capture the stent and the distal shaft into the guiding catheter.